Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the gastrointestinal videoscope exhibited image quality is slightly blurry. The issue occurred during inspection for use. There were no reports of patient involvement.

Event description:
No additional information received from customer

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and a correction. Corrected fields: h8 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the objective lens was dirty. Based on the results of the investigation, the cause of the reported malfunction a blurry image quality was a dirty objective lens. And the cause of the additional malfunction dirty objective lens could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.